Event description:
It was reported that the device intermittently failed to detect the therapy cable connection. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and the therapy connector part number information to trouble shoot the issue.